Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was in backup vvi mode. Upon interrogation, it was determined the device has reached eri. The patient was scheduled for a device replacement.